Manufacturer narrative:
A ge service representative performed a phone investigation. The service representative recommended checking the footswitch. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a x-ray stuck error message. No patient injury was reported.